Event description:
The physician was attempting to use an in.pact admiral paclitaxel-eluting pta balloon catheter to treat a moderately calcified 55mm stenotic lesion in the proximal sfa. The artery diameter was 6mm and was moderately tortuous. The device was prepped as per the IFU with no issues identified. The delivery system was flushed per the IFU during preparation and no leaks were observed from ports/balloon during preparation of the delivery catheter. The lesion was not pre-dilated. The procedure used a 6 fr sheath and a 0.035" guidewire. Resistance was encountered advancing the device. The device did not pass through a previously deployed stent. Balloon inflation difficulties were encountered at 14 atm. The balloon did not fully open. There were no difficulties deflating or removing the balloon. Vessel occlusion was reported and a dissection occurred; as a bailout option, the lesion was stented using an everflex 6x80 stent. The procedure was successfully completed.